Event description:
The line in my "powerport" implantable port fractured and leaked when saline solution was injected to it during a routine infusion. My powerport made by bard access systems, inc, (B)(4), was installed in my chest on (B)(6) 2017 by dr (B)(6). Had to have "port-scan" test. Powerport ref # 1808000, lot = reax1808. Port scan was conducted at (B)(6). FDA safety report ID# (B)(4).